Event description:
Caller stated that medical attention was sought on (B)(6) 2024-around 3:30am at home. Caller stated that the end-user attempted to test his blood glucose with his prodigy meter gave an l-b error code. Caller stated that she then called paramedics due the caller feeling lethargic and weak. Caller stated that the end-user does not have a normal range for this time of day. Caller stated the end-user did not consume any food, drink, or medication while waiting for the paramedics to arrive. Caller stated that the paramedics arrived in about five minutes. Caller stated that the paramedics tested the end-user with their meter and received a reading of 138mg/dl. There was no treatment giving to raise or lower blood glucose. The end-user was not transported to the hospital. There was no additional information provided.